Event description:
It was reported that an occlusion alarm occurred on an ilet system, after which the user replaced the infusion set and refilled the tubing; pump therapy was resumed, and the specific cause of the occlusion could not be determined. Symptoms included hyperglycemia with a reported peak blood glucose of 315 mg/dl lasting about one hour. Outcomes included transient hyperglycemia without reported ketone testing, backup therapy, or medical intervention. Investigation included customer service troubleshooting and user education. Investigation of this case revealed no identifiable device or insertion-site abnormality and no confirmed mechanism for the occlusion. It was concluded that hyperglycemia occurred with cause unclear, associated with a reported occlusion alarm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.